Event description:
It was reported that at approximately 2000, charge nurse answered the patient¿s call light. As she entered the room, she noticed that the IV channel (to the right of the brain) containing tpn was alarming due to occlusion (the tpn was running at 50ml/hr, which was the correct rate). She reviewed the mar and noticed the patient had an order for ivfs (sodium chloride 0.9%) to be infusing at 50ml/hr (total IV fluid including tpn 100ml/hr). She saw that the maintenance fluids (sodium chloride 0.9%) were not running because there was sodium phosphate running as a piggyback/secondary at a rate of 25ml/hr. At this time, she observed that there was approx. 100ml left in the sodium phosphate bag. She reviewed the mar further and noticed that the sodium phosphate was documented as given at 1046. Per the order, the sodium phosphate should have been completed hours prior (at approx. 1446) as the order specified that it should infuse at 69.58ml/hr for a total duration of 4 hours. There was patient involvement but no patient harm.

Manufacturer narrative:
Omit f26 - no health consequences or impact omit a1407 - insufficient flow or under infusion (2182) omit c20 - no findings available additional information: imdrf annex g code imdrf annex b code imdrf annex c code manufacturer narrative a device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. No devices received, log review only.

Event description:
It was reported that at approximately 2000, charge nurse answered the patient¿s call light. As she entered the room, she noticed that the IV channel (to the right of the brain) containing tpn was alarming due to occlusion (the tpn was running at 50ml/hr, which was the correct rate). She reviewed the mar and noticed the patient had an order for ivfs (sodium chloride 0.9%) to be infusing at 50ml/hr (total IV fluid including tpn 100ml/hr). She saw that the maintenance fluids (sodium chloride 0.9%) were not running because there was sodium phosphate running as a piggyback/secondary at a rate of 25ml/hr. At this time, she observed that there was approx. 100ml left in the sodium phosphate bag. She reviewed the mar further and noticed that the sodium phosphate was documented as given at 1046. Per the order, the sodium phosphate should have been completed hours prior (at approx. 1446) as the order specified that it should infuse at 69.58ml/hr for a total duration of 4 hours. There was patient involvement but no patient harm.